Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that due to corrosion on flexible circuit board, switch #2 did not work. Additionally, the evaluation revealed the following findings: air/water-cylinder had discoloration; suction-cylinder had discoloration; cable unit had corrosion due to water leakage; plug unit had corrosion due to water leakage; scope connector-case unit had corrosion due to water leakage; due to wear of angle wire, bending angle in left direction did not meet the standard value; plastic distal end cover (c-cover) had a scratch; and adhesive on bending section cover (a-rubber). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope exhibited image issues. The freeze button malfunctioned. The issue was observed during an unspecified procedure, with no delay noted. The device was reprocessed according to the user manual. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the air/water nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.